Event description:
It was reported by a service report that the cot would not release from the power load system due to an anchor actuator pin that was not engaging with the release arm. This was due to a socket head cap screw that was too tight. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.